Event description:
The pt reported that his infusion set tubing was leaking insulin at the luer lock. The pt immediately changed his infusion set. He did not recall an event that may have caused the infusion set to leak. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for eval.